Manufacturer narrative:
It was reported during procedure the occluder was deformed could not be confirmed. Field indicated that the occluder was partially re-captured and re-deployed twice which may have contributed to the reported event but this cannot be confirmed. The investigation confirmed the device met dimensional and functional specifications when analyzed at abbott under non-physiological conditions. An image received appeared to show the device in bulbous formation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported on (b)(^0 2025 a 30-25mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system. During implant both the right and left atrial discs of the occluder took on bulbous shapes. The occluder was partially re-captured and re-deployed twice, however the occluder did not return to its original shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 25-18mm amplatzer talisman pfo occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.